Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath, skipped heart beats, and presented to clinic for follow up. Upon review, it was revealed that the pacemaker capture threshold had risen and exhibited loss of capture. Also, loss of sensing was noted. Programming changes were successfully made. There were no consequences to the patient.